Event description:
The pt's ((B)(6)) scs system includes an ipg. It was reported the pt began experiencing intermittent stimulation and at times overstimulation from his scs system following a thunderstorm that included a lightning strike in close proximity to him. A diagnostic test was taken; however, no impedance issues were observed. In an effort to resolve the pt's stimulation issues, his ipg was replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.